Event description:
Event description guidant received information that this right atrial transvenous lead was exhibiting undersensing resulting in overpacing. A guidant technical services (ts) consultant discussed programming the device to pace and sense in the ventricle (vvi mode) to eliminate the overpacing, as well as performing an x-ray to assess the lead placement. Additional information was received that this device was programmed to vvi mode until the next follow up visit. No adverse patient symptoms were reported.